Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product was recently admitted for sepsis. Attempts to obtain additional information were unsuccessful. There were no additional adverse patient effects reported. All available information indicates that the product remains implanted.